Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, an exposed electrode tip as well as swelling and infection, were noted around the device site. A data review confirmed no stored episodes and the entire system was explanted. No other resulting adverse patient effects were reported.